Event description:
Baxter product surveillance received a call from the sales rep. That a transfer set had fallen apart, and that the home pt contracted peritonitis. During the follow-up call with the home pt's nurse the incident was clarified. On an unknown date, the home pt had a new transfer set attached. It had been attached to the catheter with a plastic adapter. It was confirmed by the home pt's nurse that in 2006, the home pt was walking around and found that their pants were getting wet. The transfer set had then just fallen off. The home pt tightened the connection. Five days later the home pt noticed that the dialysate was cloudy and came to the clinic to have the transfer set changed. While at the clinic, a culture was taken of the dialysate, and initially came back regative. One month later a second culture was gram stained and two organisms; enterrobacter cloacae and another unk organism were both found to confirm that the pt indeed had contracted peritonitis. The home pt was given antibiotics (vancomycin, gentamycain, and levaquin). The home pt was not admitted to the hosptial and is currently at home diong well.